Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ failure to occlude (close) fallopian tube(s), / migration of essure device- location of device.') In a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, gravida I, parity 1, irregular menstruation, cesarean section, pelvic pain, luteal cyst of ovary, nabothian cyst, adenomyosis and tubal ligation. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen) until 2007 for contraception. In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("it didn't go in correct"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal cramping") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy/ tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had not resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as (B)(6) 2007, (B)(6) 2011 - unable (as written) to find the left coli (as written). Tube ligation preformed (as written) on the left; total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: unilateral occlusion (right tube occluded).perforation (fallopian tube), malposition of essure device, migration of essure device, other - unable to find left coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, fallopian tube perforation, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and medical record received- events added- ¿perforation (fallopian tube(s)/ failure to occlude (close) fallopian tube(s), / migration of essure device- location of device¿, events-¿abnormal bleeding vaginal, menorrhagia, abdominal pain lower, dysmenorrhea (cramping), fatigue, abdominal pain lower, it didn't go in correct¿ , reporter, historical condition, lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.